Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009442 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009442 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 26/sep/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4j03801 was manufactured according to the wi version 34 welding in the machine ls24 and ls25, on 19/sep/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4j03025 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 16/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4h03285 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 18/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4j03803 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 19/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4j03804 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 19/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4g03945 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 24/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4j03018 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 15/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4j03150 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 16/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.